Event description:
Health professional reported a port replacement surgery was performed due to an alleged "leaky" lap-band "port". The event was first noticed when the "pt noted increase in hunger despite repeat band adjustments. Restriction lasting only a few days. Decreasing return in volumes confirmed with loss of 1.2-2ml in a short amount of time."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."